Event description:
The (B)(6) y/o girl has minor burns on her neck from the use of an enuresis alarm. Parents have been using the alarm for about 3 days with no adverse incident. They have complained that the enuresis alarm was heating up under normal use. However, on the 4th night the alarm was in use, the enuresis alarm overheated and the portion which was in contact with the girl's skin caused a burn. The parents have checked with the responsible pediatrician and medication has been prescribed. The enuresis alarm is with the pediatrician. Observation shows deformation on the backside of the alarm from excess heat generated by the device.